Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:last basal delivery was on 07/23/2012, total daily dose (tdd) adds up and equals the programmed basal target. No activity outside of normal use is observed. The display is dim and faded. The pump reflected 24u after a 24hr on 1u/hr basal duration test. The product delivers within specifications. Patient negligence issue is concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and faded. This report is made based on results of investigation completed on 07/08/2014.